Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the colonovideoscope exhibited scope error code e237. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: there was white residue in the air/water cylinder and channel, and the auxiliary pathway. Based on the results of the investigation, the most probable cause of the reported issue as evidenced by the presence of e204 and one rgd dot is attributed to component failure. The most probable cause of the white residue in the air/water cylinder and channel, and the auxiliary pathway could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.